Manufacturer narrative:
Block h6: imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf impact code f08 captures the patient's hospital admission. Imdrf impact code f2303 captures the fluids, anti-emetics, and pain medication administered to the patient. Imdrf impact code f23 is being used to capture the removal of the stent.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was implanted in the dorsal duct to treat a pancreatic divisum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. On (B)(6) 2021, the patient presented with pancreatitis and was admitted through the emergency department (ed). Fluids, anti-emetics, and pain medication were then administered to the patient. Subsequently, on (B)(6) 2021, the stent was removed with alligator forceps, and the patient was transferred to the inpatient ward for continued management. The patient was discharged but continued to report unrelenting pain until (B)(6) 2021. The relationship between the advanix pancreatic stent and the pancreatitis was unspecified.